Event description:
Patient reports after 3.5 years of byte treatment, the teeth have improved but are still not straight. The top teeth are still hitting the bottom ones especially in the front and on the right side which have caused chipping and wear on the teeth. Also, the app doesn't reflect the new set of aligners.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.